Manufacturer narrative:
Qn# (B)(4). No visual or dimensional inspection can be performed since the defective sample is not available for eval. No functional inspection an be performed since the defective sample is not available for eval. Failure mode could not to duplicated since is unk the reason why the flow rate was getting unstable, however functional test was performed to 30 subassembly (p/n: 12161) no issues or discrepancies were found. The device history record for the reported lot has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. No conclusion can be established at this time based on the lack of device sample. It is necessary to evaluate the physical sample in order to perform a properly investigation. If the product sample becomes available this complaint will be reopened. The personnel involved on the mfg process were notified of this complaint.

Event description:
The customer alleges that during one week of use, the flow rate value was getting unstable and the flow rate could not be controlled. A new kit was used. No pt injury reported.